Event description:
Pt developed an infection.

Manufacturer narrative:
Eval summary: the device involved in this complaint was not avail for eval. The info contained herein is based on the info provided by the initial reporter. The info provided indicated that the pt developed an infection after the use of the on-q pump. All I-flow products are sterilized and sealed in appropriate packaging to be opened only in a sterile environment by individual trained in sterile procedure. Prior to release, all production lots are subjected to stringent lab testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If add'l info that is pertinent to this event becomes avail, I-flow will reopen the complaint.